Event description:
The event is reported as: alleged issue: "surgeon and staff screwed the t-bar into the retractor it began to bind up and could no longer be used." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.